Event description:
Customer reported she was experiencing high blood glucose of 438 mg/dl. Customer was thirsty; she treated with the insulin pump. Customer also stated that the insulin pump was not showing the sensor readings. Customer was advised to calibrate. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.